Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside a non-company opened pouch. A piece of white, stiff, square shaped medical product was also returned inside the opened pouch in the lens carton. Viscoelastic was dried on the lens. One haptic was broken in the distal area with only the broken tip returned adhered to the anterior optic surface in dried viscoelastic. The other haptic was mispositioned in the lens case upon return, resulting in the distal portion of haptic becoming crushed on top of a post of the lens case. Product history records were reviewed, and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. A broken haptic was observed with the distal tip adhered to the anterior optic surface. The broken, adhered haptic was most likely interpreted as the reported complaint. Upon return, the other haptic was crushed on top of a post of the lens case. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of damaged concealed. Additional information was requested.